Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, there was water damage to the chassis and other mechanical parts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that water entered the evis exera iii video system center and some keyboard functions failed to work. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the evis exera iii xenon light source that was used with the evis exera iii video system center.

Event description:
During the device evaluation, it was found that there was water invasion to the chassis. This report is being submitted for the water invasion to the chassis.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the water invasion in the chassis was unable to be identified. Olympus will continue to monitor field performance for this device.